Event description:
It was reported to philips that system could not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse found that the direct current power supply (dcps) was receiving power input but failed to deliver output. To fix the problem, fse replaced the dcps. The defective part returned to philips for further analysis. The analysis confirmed the malfunction was due to no power to gpdu (general power distribution unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.